Event description:
The customer contacted stryker to report that their device froze during patient care and did not deliver a shock. As a result defibrillation therapy may be delayed or would not be available if needed. However, the customer advised that they were able to continue care and deliver successful shocks with the same device. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer was unable to provide additional patient information. Patient fields in which information is not provided were intentionally left blank. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.